Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic ventral hernia repair procedure in 2006 and mesh was implanted. The patient reported that the mesh ripped and failed. No additional surgery has been performed at this time, but is being discussed with the patient's surgeon. No additional information has been provided.